Manufacturer narrative:
The reported event that the lens broke off was confirmed by the device evaluation. During the visual it was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage. It is also noted not to scratch or damage the lens in any way.

Event description:
During the service evaluation process conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or delays were associated with the event.

Event description:
During the service evaluation process conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or delays were associated with the event.